Manufacturer narrative:
(B)(4). The known cause of the disconnection and damage is use error, the patient pulled on the line while moving to the restroom. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue between their transfer set and cassette set. The patient got up to go to the restroom and pulled on the line which resulted in a disconnection of the transfer set. The transfer set was damaged and required replacing. There was no patient injury or medical intervention associated with this event. No additional information is available.